Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity was decreasing faster than expected, and review of data analysis revealed the battery voltage was lower than device was projecting. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported. Additional information indicated this pacemaker was explanted and replaced due to premature battery depletion, and is not expected to be returned to the manufacturer for analysis as the device was lost at the account. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity was decreasing faster than expected, and review of data analysis revealed the battery voltage was lower than device was projecting. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported.